Event description:
Customer reported that he was unable test because he did not get a meter when expected and "about week ago" prior to calling customer service experienced symptoms that were described as "weakness, hyperglycemia". Customer further reported self-treating with "pills, metformin". Paramedics were called, a reading of 450 mg/dl was obtained on unknown brand hcp meter and customer was treated with unknown amount of insulin. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The complaint involved a delivery issue; hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown. (B)(4).